Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon interrogation, false pause episodes due to undersensing was observed. The patient was not seen in clinic. No intervention has been done and the device remains implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
New information

Event description:
New information received states that the patient presented via remote transmission. Upon interrogation, multiple false pause episodes due to undersensing was observed on an implantable cardiac monitor (icm). No intervention was performed and the device remains implanted. The patient was stable before, during and after the event.